Manufacturer narrative:
(B)(4) one therapy cool flex catheter was received for evaluation. Visual inspection revealed the luer extension tube was broken and the fluid lumen was detached from the proximal edge of the catheter handle. Functional testing could not be performed due to the returned condition of the catheter. Review of the device history record confirmed this device met manufacturing requirements prior to shipment. The root cause classification is consistent with supplier quality. A quality improvement project was initiated to investigate the issue and improve the process. (B)(4). Sjm partnered with the vendor of the tubing and determined that the material was not processed with the necessary conditions to ensure optimum tubing quality; the process has been improved by the vendor in order to prevent potentially defective tubing from being utilized during the manufacturing process. (B)(4).

Event description:
It was reported that during a typical flutter cavotricuspid isthmus ablation, the catheter handle leaked and isthmus edema occurred resulting in an unsuccessful bilateral isthmus block by ablation. The physician was performing ablation with the therapy cool flex ablation catheter with unspecified settings on the stockert generator. Temperature error messages occurred from the generator which stopped radio frequency delivery after 20 to 30 seconds resulting in several incomplete rf ablations. The connection cables were exchanged and the generator and pump settings were reset; however, this did not solve the issue. After approximately one hour into the procedure, the physician noted that the therapy cool flex catheter handle was wet and the irrigation port tubing was broken at the proximal edge of the catheter handle. The catheter was exchanged; however, the physician was unable to achieve bidirectional isthmus block by ablation due to edema. Post procedure the pt was in sinus rhythm and stable.